Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant, and the lead indicated stretching.

Event description:
The lead was returned to the manufacturer after lead could not reach target position due to size problem. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.